Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the compliant of a damaged catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. The sample was received with an inlaid stylet and attached t-lock assembly. The stylet was partially withdrawn. The catheter was untrimmed. A sharp pinch was observed in the catheter near the 33cm depth marking. A split was observed at the corner of the pinch. Microscopic inspection of the pinched region revealed striated surface abrasions in the vicinity of the compression damage. The split edges were sharply defined and granular. Several attempts were made to replicate the damage features using a non-complainant catheter and various grasping and cutting instruments. The instruments used comprised microshears, side cutters, pliers, hemostats and forceps. The damage produced did not match the sample damage features. The compression shape and surface abrasions were consistent with catheter damage caused catheter pinching between two hard, sharp metal edges; however, the features could not be replicated using various instruments, suggesting that an additional unidentified factor(s) may have contributed. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. Reynosa evaluation complaint due to ¿kink/hole at 33cm mark¿ was confirmed but the exact cause is unknown. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual performed at vad lab the following was concluded: a closer view of the shaft tubing showed a circumferential compressed section with a split at the end. The damage surface appeared to be granular. No seal transfer material was present on the catheter damaged section. Damage during the manufacturing process may be a potential root cause/contributor to the observed catheter damage. However, no findings from the DHR review indicated a manufacturing/processing related event. Possible contributions factors include: risks of damage during packaging, storage conditions, handling or use, etc. Therefore, as the definitive root cause of this damage could not be determined the cause of this condition remains unknown. H3 other text: evaluation findings are in section h11.

Event description:
It was reported via medwatch "defective midline catheter found prior to insertion; kink/hole at 33cm mark." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reep2102 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "defective midline catheter found prior to insertion; kink/hole at 33cm mark." No other information was provided.